Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle clogged occurred during use with a needle precisionglide 22 x 1 in. The following information was provided by the initial reporter, "it was informed the needles were clogged, causing problems during the collection."

Event description:
It was reported that a needle clogged occurred during use with a needle precisionglide 22x1in. The following information was provided by the initial reporter, "it was informed the needles were clogged, causing problems during the collection."

Manufacturer narrative:
Investigation: DHR, maintenance record analysis and quality notification analysis were performed and no deviation was found for this batch. No samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible confirm the complaint.